Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was being interrogated prior to implant procedure. Following the device interrogation, it was found that the pacemaker had inappropriately gone into back-up operation. An alternate device was prepped and installed. There was no patient involvement.

Manufacturer narrative:
The complaint of device in back-up mode was confirmed. Analysis of device determined backup occurred due to hardware reset of xena integrated circuit.